Manufacturer narrative:
A steris service technician inspected the equipment and found the tri clamp o-rings to be leaking water and the drain valve to be leaking air. The technician repaired the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported that their reliance synergy washer was leaking water. The amount of water spread beyond the footprint of the washer. No injuries or procedural delays/cancellations were reported.